Event description:
Patient was revised to address pseudotumor/alval and malpositioning of the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: 02/10/2017 transfer wpc (B)(4) -- pfs and medical records received. After review of the medical records for MDR reportability, alleges severe pain and limited mobility, depression, disability. Revised for infection. Revising surgeon indicated there was approximately 500 ml of pus after arthrotomy, and noted "metal painting of tissues and mass effect with significant scarring about the sciatic nerve." All products explanted and antibiotic spacers implanted for two-stage revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.